Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k2000550 was manufactured on 10/26/2020 a total of (B)(4) pieces. Lot was released on 11/12/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with only a broken clip half remaining. The broken clip half was a pierced boss half. The hook half of the clip was returned loose. The broken clip was visually examined with and without magnification. Visual examination revealed that the clip was broken in half at the hinge. The clip appears used as there was biological material present on the sample. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken clip was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. One broken clip was returned and the clip was broken in half at the hinge during loading. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
When a nurse attempted to load a clip to the applier during a surgery, he/she felt something wrong. Checking the tip of the jaws, he/she found that the half part of the clip was missing. Therefore, a new unit was used instead. It is unknown which part of the clip was missing at present. Additional information: the broken part of the clip did not fall inside the patient.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When a nurse attempted to load a clip to the applier during a surgery, he/she felt something wrong. Checking the tip of the jaws, he/she found that the half part of the clip was missing. Therefore, a new unit was used instead. It is unknown which part of the clip was missing at present. Additional information: the broken part of the clip did not fall inside the patient.